Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece for analysis. The s-curve hump height was measured and found to be within specifications. Visual inspection of the lead did not reveal any anomalies.

Event description:
During implant, the left ventricular (lv) lead became dislodged. When attempting to reposition the lv lead, the lead could not be advanced through the vein. A new lead was used to complete the procedure and the patient was in stable condition.